Manufacturer narrative:
(B)(4).

Event description:
New information received stating another lens was implanted in the patient during the initial surgery to complete the case.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4)

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, a patient experienced a posterior capsular tear while the surgeon was trying to insert an iol into the eye. The surgeon did not implant the lens. Additional information has been requested.